Event description:
A caller reported a cartridge alarm 20 that occurred during the pumping process. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections as a backup therapy to ensure insulin delivery is not interrupted. Technical support arranged to send a replacement pump with updated software, provided instructions for putting the current pump into storage mode, and facilitated the return of the problematic pump to tandem. The caller understood and acknowledged all instructions provided.